Event description:
Based on additional information received on 16-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This unsolicited case from united states was received on 16-nov-2017 from a non-healthcare professional. This case concerns (B)(6) male patient who received treatment with synvisc one and later 1 day after starting treatment had increased leg pain and increased leg swelling. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (before (B)(6) 2017) without a reaction. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for knee osteoarthritis (batch/lot number: 7rsl021 and expiry date: unknown). On (B)(6) 2017, 1 day after starting treatment the patient had increased leg pain and increased leg swelling. It was reported that the patient was told to continue icing and was given a small dose of hydrocodone for the pain. Corrective treatment: icing, hydrocodone for increased leg pain; icing for increased leg swelling outcome: recovering for both the events a pharmaceutical technical complaint (ptc) was initiated with (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Additional information received on 16-nov-2017 and 12-jan-2018 (both processed together with the clock start date of 16-nov-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 16-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced leg pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.